Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open after closure on an artery. The issue occurred after two hours of use. When the device was pulled off of the artery a tear resulted that required closure with sutures. There was no additional blood loss.

Manufacturer narrative:
Evaluation summary: one used lf1737 ligasure device was received, and examination of the sample confirmed the reported issue. Visual inspection found the device was returned with a staple clip jammed within partially closed jaws. After the staple clip was removed, the jaws were able to open and close normally. The investigation identified the root cause of the reported event to be user error. The instructions for use included with this product cautions users not to seal or cut over clips/staples. If information is provided in the future, a supplemental report will be issued.